Event description:
Elderly female with history of prior stroke. Admitted for generalized weakness and confusion. Procedure: assisted onto bedside commode- when seated, lid fell off container, seat and metal supports fell to ground. Patient bottom lowered through hole from missing equipment but did not touch ground. Assisted out of commode without known injury.